Event description:
A patient had a knee surgery done last week. After the surgery the surgeon found a missing piece from the tip of a 4mm x 70 deg scope and the loose piece were confirmed in the patient through x-ray. As the loosening part is still in the patient body the surgeon is concerned whether there is any effect to the patient. Our role was clearly defined to assist the hospital to estimate impact of the loosen part to the patient (since the loosen part is small and located at a difficult access place, surgeon did not plan to take out).

Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for a piece missing from the tip. The evaluation showed the distal tip to have damage. Contact at the tip of the scope dislodged the small metal wedge. This damage is considered to be customer related. No further investigation is required. Customer misuse. (B)(4).

Manufacturer narrative:
(B)(4): the scope has not been received for evaluation.(B)(4)